Event description:
A customer reported a cartridge alarm 30 during the load process. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer was educated by technical support to wait for the prompt during the load process before removing the used cartridge, which the customer understood and acknowledged. Technical support confirmed the issue with consecutive cartridges and decided to replace the pump. The customer received a replacement pump that has not yet been set up.